Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then, it will be submitted in a supplemental report.

Event description:
It was reported that "patient e-mailed stryker and reported that he has had pain and problems with his stryker hip ever since the surgery in (B)(6) 2008. Wants to know if any of the components are part of a recall. Has had hip injections 3 times, first 2 times helped a little, but the third time no relief. Dr (B)(6) is the implant surgeon, but dr is handling the patient now. He is talking about replacing all or part of the hip. Patient stated that the dr stated that he thinks that they didn't drill enough in the socket area, and that may be the problem."